Event description:
It was reported the patient had a pump and catheter replacement. The pump was replaced due to battery depletion. The catheter was replaced due to a suspected granuloma at the tip. The drug used in the pump was dilaudid 75.0 mg/ml at a dose of 15.999 mg/day. No patient symptoms or outcome were reported. It is unknown if the drug or dose/concentration were changed following the replacement. Additional information has been requested.

Manufacturer narrative:
Both the pump and catheter were returned for analysis which was not complete at time of this report. A follow up report will be submitted when device analysis is complete.